Manufacturer narrative:
Multiple patient are included in the study. This report is for an unk - screw/ rod construct accessories/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date is unknown. (B)(4). DHR cannot be completed because lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: molinari, r.w. And gerlinger, t. (2001), functional outcomes of instrumented posterior lumbar interbody fusion in active-duty us servicemen: a comparison with nonoperative management, the spine journal, vol. 1 (3), pages 215-224 (USA). The aim of this study is to evaluate the effectiveness of two very different treatment methods for physically active individuals with chronic back pain related to single-level lumbar disc degeneration. Between august 1998 to march 2000, a total of 29 male patients, with an average age of 36 years (range, 25-42 years), were included in the study. Of these, only 15 patients were treated operatively with instrumented posterior lumbar interbody fusion surgery. Only 11 patients where surgery was performed using a four-pedicle screw/ rod instrumentation construct (synthes). The average follow-up time was 14 months (range, 6¿24 months). The following complications were reported as follows: a (B)(6) year-old male patient had fusion grade d, which indicates posterior pseudarthrosis. A (B)(6) year-old male patient had fusion grade c, which indicates posterior pseudarthrosis. 4 of 15 (27%) of the plif patients showed evidence of posterior pseudarthrosis. 2 patients experienced intraoperative dural tears. Both dural tears were directly repaired intraoperatively, and no patient experienced postoperative symptoms related to dural tear. 1 patient presented 3 weeks after surgery with a draining wound seroma that required operative evacuation and closure. 1 patient experienced transient unilateral lower extremity parasthesias that resolved at 3 weeks postoperatively. This report is for an unknown synthes screw/rod construct. This is report 2 of 3 for (B)(4).